Manufacturer narrative:
(B)(4). The actual device is not evaluated at this time as the device has not yet arrived to the manufacturer. Evaluation result will be reported in the final report. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of manufacturing records found no indication of product deficiency. Based on the obtained information, it was concluded that the tip of the subject catheter became separated due to excessive stress beyond the catheter's design limit that was inadvertently applied while the catheter tip was being trapped by the heavily calcified lesion. Instructions for use states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter broke off during a pci to treat a heavily calcified lesion in the lmt through lad and lcx. First attempt of crossing the lesion with the reported microcatheter failed due to heavy calcification. The target vessel was rewired and the microcatheter was advanced over the wire for the second attempt when the tip of the catheter was found broke off. The broken tip was reportedly retrieved from the vasculature. There were no adverse patient effects and the patient was discharged after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The microcatheter and the separated tip were returned and evaluation was performed. The tip was separated at the border between the tip segment and the distal end of the shaft segment. From the breakage end, stretched braids were exposed. Strands of the shaft proximal to the tip breakage site were disarranged due to accumulated torsion. The separated tip was twisted overall and scratches with a dent, possibly made by contacting calcium, were found on the surface throughout the entire length. The distal end of the separated tip was partially crushed and scratched severely. The edge of the distal end was partially scuffed. Circumferential cracks were on the surface near the damaged distal tip end. Necking was observed on the proximal end of the separated tip. These findings indicated separation was caused by tensile stress. Base on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product's design limit was applied while the catheter tip was being trapped by the heavily calcified lesion, and that stress led the catheter tip to be damaged and eventually separated along removal from the anatomy. There was no indication of product deficiency. Although there were reportedly no adverse patient effects related to this event, the tip damage was too severe to completely rule out a possibility that some fragment(s) might be left in the anatomy.

Event description:
It was reported that the tip of an asahi microcatheter broke off during a pci to treat a heavily calcified lesion in the lmt through lad and lcx. First attempt of crossing the lesion with the reported microcatheter failed due to heavy calcification. The target vessel was rewired and the microcatheter was advanced over the wire for the second attempt when the tip of the catheter was found broke off. The broken tip was retrieved from the vasculature by using a gooseneck snare. There were no adverse patient effects related to this event and the patient was discharged after the pci.